Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and nine months post filter deployment, computed tomography revealed the filter struts extended slightly outside the inferior vena cava wall most prominent left posteromedial and posterior to the aorta. Approximately one year later, computed tomography revealed filter struts extended slightly beyond the inferior vena cava wall and filter struts penetrated. Subsequent, another computed tomography revealed the filter located below the renal arteries with the top of the filter located at the l2 vertebral body with several struts slightly penetrated through the wall of the vessel 12 o'clock and 4'oclock extended posterior to the aorta. The remaining struts extended slightly into the pericaval fat. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6,d4(expiry date: 03/2012),g3,g4. H11: d1,d4(product catalog no),h6(result) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced pain in their abdomen, lower back, and chest post filter deployment. An unspecified imaging method discovered that the filter struts were perforating through the ivc wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced pain in their abdomen, lower back, and chest post filter deployment. An unspecified imaging method discovered that the filter struts were perforating through the ivc wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.